Event description:
It was reported that during an achilles tendon repair surgery, the anchor slipped out and it can't screw-in. It is unknown if there was an available backup device or a significant delay during the procedure. No patient injury or other complications were reported. Results of investigation have concluded that unit threads were damaged (burnished and scalloped) which makes it a reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10: h3, h6: one 72202595 twinfix ultra pk 4.5mm suture anchor used for treatment, was returned for evaluation. A customer photo was also sent which indicated damage of the distal anchor threads. There was bio-matter attached to the anchor. The threads were burnished and scalloped. The symptom aligns with an attempt to implant into an inferior tunnel. Per instructions for use: ¿caution: use of excessive force during insertion can cause failure of the suture anchor or insertion device. If more torque is required to insert the anchor, stop and ensure that the hole size and depth are correct for the bone conditions encountered. It may be necessary to reduce the anchor size or increase the hole size to achieve optimal insertion force. It is the responsibility of the surgeon to determine the patient¿s bone condition, appropriately prepare the insertion site, and determine the suitability of the implant for the procedure¿. Maintaining axial alignment is critical to successful implantation. Complaint history review indicated no similar allegations for the lot number reported. Batch review did not indicate a condition or product/procedure failure that supported the allegation. Product met specifications upon release to distribution. No further investigation is warranted at this time.

Manufacturer narrative:
H11: the date received by manufacturer (g4) of the initial report should be read as (B)(6) 2020.